Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with a recorded blood glucose of 53 mg/dl and asked whether device settings should be changed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for oral glucose to correct the low and blood glucose outside the target range for a couple of hours, without professional medical intervention or hospitalization. Investigation included a review of user-reported event details and referral to the healthcare provider/clinical decision support for assessment of settings. Investigation of this case revealed an undetermined cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.